Event description:
It was reported that the patient¿s implantable neurostimulator (ins) experienced normal battery depletion. Impedance testing was done, x-rays were taken, and reprogramming was performed. The device was going to be replaced on 2014 (B)(6). The patient¿s lead showed an impedance of >3600 ohms on 3 of the 4 electrodes. The patient had intermittent to no stimulation. The lead was also going to be replaced on (B)(6). The system was going to be ¿relaxed¿ on (B)(6). The patient had less than 50% therapy relief at the lead location. The patient had gradual intermittent therapy. The patient was booked for an ¿r/r¿ surgery on 2015 (B)(6). The patient status was listed as alive with no injury. It was unclear based on the dates provided what date the patient was scheduled for surgery. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3987a, lot# lc2023, implanted: 2004 (B)(6); product type lead product ID 7434a, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 748940, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3987a, lot# lc2023, implanted: 2004 (B)(6); product type lead. (B)(4).